Event description:
A report was received that the patient was experiencing severe pain following a failed trial procedure. The patient's pain was from the tunneling of the leads. The patient was given norco oral medication. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing severe pain following a failed trial procedure. The patient's the pain was from the tunneling of the leads. The patient was given norco oral medication. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the leads passed visual, electrical, performance and photographic imaging tests performed. The leads exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear trial lead with pre-loaded 0.014" stylet - 50 cm.